Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer's blood glucose level was 187 mg/dl. Customer loaded a new cartridge to address the issue.